Event description:
Patient had a pulmonary artery catheter in place not wedging. Rn attempted to wedge catheter; no resistance in balloon. Balloon ruptured; reported to physicians including department attending and department head. Instructed to tie injection port in a knot and label ruptured balloon.